Manufacturer narrative:
Date of event: (B)(6) 2020. Date of this report: 02-apr-2020.

Event description:
Field service representative reported high tidal volume. There was no patient or user harm reported.

Manufacturer narrative:
G4: 09apr2020 b4: (B)(6)2020. H11: b5 correction: the philips field service engineer (fse) identified patient disconnect during preventive maintenance h10: the fse confirmed the reported failure. Fse replaced the tygon tubing to resolve the failed leak test. The unit now passes the test and the unit has returned to service mode. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.